Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and confirmed the customer reported malfunction. The se replaced the graphic user interface (gui) to breath delivery cable to resolve the issue. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator display became blank. There was no patient involved.

Manufacturer narrative:
(B)(4).